Event description:
A report was received that the patient was experiencing pain when charging. It was noted that the patient felt hot at the ipg site, numbness and burning sensation at the patients back. The patient underwent an ipg pocket revision procedure and was doing well postoperatively.